Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reportable event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported following a percutaneous trans arterial chemoembolization procedure for a right hepatic lobe tumor, an angio-seal was deployed in the right common femoral arteriotomy. The pt returned for a second staged chemoembolization procedure and a pseudoaneurysm was present at the right femoral puncture site. Because of this, a left femoral arteriotomy was performed for the second procedure. CT abdominal scans are planned as part of hepatocellular carcinoma treatment. The physician was in the angio-seal training process with the sjm rep present.